Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, during preparation of the reservoir, air bubbles were noticed that did not evacuate completely after many attempts. The reservoir was ultimately not used.

Manufacturer narrative:
The reservoir was received for evaluation. No functional abnormalities were noted with the reservoir. The information received indicated the reservoir was unusable due to air bubbles, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.